Event description:
Received report of delay in treatment during a code situation. A pt code occurred during an unspecified procedure in the catheterization lab. The nurse attempted to begin a dopamine infusion but was prevented due to pump alarms (alarm type unspecified). The situation was resolved with a change of tubing. The pt remained stable and the pt blood pressure was able to be sustained during the trouble-shooting period. The pt was resuscitated successfully with no report of pt harm. No additional pt or event info was available.